Event description:
Integra clinical educator was contacted by the user facility reporting the following incident. The neurosurgeon placed the catheter and upon connecting the pt to the spm-1, the monitor displayed "ccc". The sister stated, "I think he bent the catheter." August 8, 2006 add'l info provided by integra service mgr: on monday, august 7, 2006 integra tried to get a 110-4b catheter to the reporting facility. Since none were available from integra-andover, one was borrowed from another hospital. Upon arrival at the reporting facility, sister was not available so integra checked each of the spm-1 monitors using a test catheter and confirmed both monitors were in working condition. The new catheter was then delivered. Sister reported that they tried to fit two catheters from hospital inventory that day: the first was not zeroed correctly and the second was bent during insertion. Neither catheter is available for return and evaluation. This medical device report is linked with medical device report #2023988-2006-00036.

Manufacturer narrative:
An investigation has been initiated based on the reported info.